Event description:
The infusion pump was received at the service facility with a note indicating that the pump was infusing too fast. The pump may have been used on a pt when the reported flow discrepancy occured. However, no add'l clinical or pt info was able to be obtained. No pt injury was reported.